Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and "swelling". Device remains implanted.

Event description:
Healthcare professional reported left side "appears larger and firmer, with a capsular contracture," baker grade unknown, "hematoma" and implant removal due to style of the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of edema and rupture was received on february 03, 2020 with lot number 2609378. Visual analysis of the returned device identified: deformation, yellow particles and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture). Additional, changed, and/or corrected data: a.4, b.5, d.7, d.10, g.1, g.3, h.3, h.6. The events of capsular contracture and hematoma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.